Event description:
It was reported that customer was admitted as an inpatient to a hosp for diabetic ketoacidosis. The customer also called and reported no delivery alarms prior to hospitalization. Furthermore, the customer stated that her pump was dropped and that the screen from the pump was gone and had no way of reading the screen.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.